Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this and another manufactures lead displayed high impedance measurements and noise that was oversensed. Boston scientific technical services discussed that the respiratory rate trend (rrt) feature of the device may be contributing to the reported clinical observations. The rrt feature was programmed off. The device remains in service. There were no adverse patient effects reported.